Event description:
On (B)(6) 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation, the lens was damaged with a peice of the optic edge missing.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the lens was observed to be damaged with a piece of the optic edge cut off. The rayone trifocal rao603f was explanted and exchanged without injujry to the patient during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. The device is not available for return to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone trifocal rao603f batch 093224970 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specfication criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 093224970.